Manufacturer narrative:
B2: the date of the patient death is unknown the device was returned for evaluation. The logs show that there was a skipped boot on (B)(6) 2022. This would have caused minute delay in powering up the console which could have been misinterpreted as ¿long boot up time¿. Skipped boot does not likely point to malfunctioning of the console. The console was further power cycled for 150 times, out of which it had only 4 skipped boots (refer attachment) followed by a normal boot sequence each. This was compared with a known good console which had 4 skipped boots in 150 power cycles. Device analysis: the console was tested in the lab, the reported issue of ¿long boot up time¿ was not determined due to inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. It was reported that the patient coded, and the staff turned the aic power on, they noticed it was taking an abnormally long time to complete the boot up process and be ready for use. The staff and physician stated that the boot up time was between 4-5 minutes before it was ready to use. It was reported that the procedure was successful, however the procedural outcome is patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.